Manufacturer narrative:
The reference (B)(4) has been allocated to this case by ryaner. On 18th february 2016, rayner intraocular lenses limited received notification from its (B)(4) distributor that an implanted intraocular lens (lens lot number, model and power not provided) had been explanted due to a "muddy" appearance. The lens has been returned for analysis and has been sent to an independent third party laboratory for structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray flourescence spectroscopy (edx)). Upon receipt of the lens at the manufacturer, a precursory visual check confirmed the presence of an opacification like covering on the centre of the lens. No further information has been provided at this time. Additional information, including a detailed patient medical history, has been requested from the healthcare facility to facilitate further investigation of this report.

Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occurred following implantation of an intraocular lens (lot number, model and power detail was not provided). The event description provided states that the lens was explanted following a "muddy" appearance after implantation.

Manufacturer narrative:
(B)(4). The healthcare facility reports that on an unknown date after iol implantation opacification of the superflex 620h iol was observed. The healthcare facility has advised rayner that the patient's vision was 0,6 n/c at the time opacification was identified. On (B)(6) 2015, the superflex 620h iol was explanted and exchanged for an unknown iol type. After explantation and iol exchange the patient's visual outcome was 0,3 sph +1.0d cum cyl -4.5d ax 110+0,8. The patient has diabetes mellitus, coronary artery disease, arterial hypertension and open angle glaucoma. Rayner ifus contraindicate 'active ocular diseases (chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication'). The explanted superflex 620h iol was returned to rayner for analysis. Analysis of the iol was carried out by an independent third party laboratory. The device analysis performed concludes "sem and edx spectroscopy revealed crystalline deposits below the surface of the iol. The crystals were made of capo4." The results of the device analysis are discussed further in section 5 of the report. This section reads "the calcification of hydrophilic iols only occurs rarely. There have been reports about other hydrophilic iols with opacifications (e.g. Hydroview, sc60b-ouv or aqua-sense) in the literature. Granular deposits of different sizes that are distributed in a line parallel to the surface of the iol can be detected in opacified iols. The reason for iol opacifications is oftentimes unknown. Patients' comorbidities might play a role in the pathogenesis. Especially diabetes mellitus is often reported in patients with opacified iols."

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a superflex 620h iol. The event description provided states that the lens was explanted as a result of the lens developing a "muddy" appearance after implantation.